Event description:
It was reported that the pump screen was cracked, making the touchscreen unreadable and unresponsive. The customer's blood glucose level was recorded at 150 mg/dl, which is within the normal range. The customer is returning the device for further examination, and a replacement pump has been arranged.